Event description:
It was reported that the pt was brought to the operating room (o.r) with an intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) was inserted via the pt's femoral artery. While in the operating room, the nurses prepped the pt using the generic for "chloraprep" know as "prevail-sx." They were already into the procedure and the pt was draped on the operating room table when the staff noticed blood on the floor. They looked under the drape and discovered the a-line tubing had broken off. The chief perfusionist had to climb under the drape and use a hemostat to remove the broken component from the port and replaced the tubing. There was no reported pt death or injury. Medial/surgical intervention was not required. There was no reported delay/ interruption in iabp therapy. No pt complications and the pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.